Manufacturer narrative:
Additional information was received on august 4, 2021. Capsulectomy and replacement with 650cc mentor memorygel breast implants was performed with explant. Additionally, the left implant, originally thought to be ruptured, was removed intact. Magnetic resonance imaging revealed granulomas bilaterally. Silicone uptake into the lymph nodes was demonstrated. Magnetic resonance imaging also revealed a flattened portion of the left breast on the anterior. H6(6. Health effect - clinical code)- granuloma (e2317). Reason for device explant and/or reoperation: granuloma/capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture/capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with 650cc mentor memorygel breast implant experienced bilateral capsular contracture and bilateral rupture post procedure. The capsular contracture was baker grade ii on the left and baker grade iii on the right. The issues were diagnosed through magnetic resonance imaging. As a result, an explant was performed on (B)(6) 2021. See 1645337-2021-06799 for contralateral prosthesis report.